Event description:
New information states that the device was explanted and replaced. No further information was provided.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Event description:
It was reported through remote transmission that premature battery depletion was observed. Device replacement was recommended but, for unknown reason, the patient has not been scheduled for the procedure. No further information was provided.